Event description:
On (B)(6) 2023, it was reported by a sales representative via phone that an ar-3636h self bunching kl 1.8 fibertak, hip, and an ar-3638dhc disposables kit for knotless hip fibertak suture anchor, curved had an issue. During a hip labral repair procedure on (B)(6) 2023, when the surgeon was trying to put the 4th anchor in, she drilled as per the required technique and felt resistance when inserting the anchor. When using a mallet to insert the anchor, a part of the metal insertion shaft broke off inside the patient's bone. The broken piece was able to be removed by 90%, but the distal end remained in the bone. Another larger anchor from a competitor was used to complete the procedure successfully with no harm to the patient. There was a case delay of 30 minutes, and no additional anesthesia was administered. After the procedure, it was noticed that the curved guide looked slightly bent, and the drill wasn't entering through the device as it normally did. Nothing had broken off the curved guide. Both devices were available for return. No pictures were taken.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user-applied excessive force and/or prying/leveraging the device during insertion.